Manufacturer narrative:
The complaint cannot be confirmed since the problem is not device related.

Event description:
On october 19th 2020, senseonics was made aware of an adverse event where patient went to emergency room for kidney infection which is not related to the product.